Manufacturer narrative:
(B)(4).

Event description:
It was reported "during a procedure, the catheter broke and was not functioning. The customer attempted to dissect and reinsert it, but it still did not work. This incident marks the third catheter that has broken in a similar manner. The catheter had a "kink" on its body; at first, it worked normally, but after about 24 hours, occlusions began to occur. No emergency treatment was required, except for the replacement of the given catheter. Pneumothorax was present bilaterally, but chest drainage was not required, and pneumothorax was "absorbed" spontaneously within 42 hours".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The first photo displayed an x-ray image of the catheter placed within the patient. The catheter contained one kink along the body. The second photo displayed the product lidstock. Therefore, the complaint of a kinked catheter was able to be confirmed by the first photo. However, without the sample returned for analysis, a complete visual inspection could not be performed. A device history record review was performed and potentially relevant findings were identified. A non-conformance was created for material rv-21523-045a with batch 13c23l0209 regarding foreign material. Further review of the finding revealed that it was not relevant to the reported event. The instructions for use (IFU) provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was confirmed by visual inspection of the customer supplied photos. The customer image shows an x-ray confirming a kinked catheter, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during a procedure, the catheter broke and was not functioning. The customer attempted to dissect and reinsert it, but it still did not work. This incident marks the third catheter that has broken in a similar manner. The catheter had a "kink" on its body; at first, it worked normally, but after about 24 hours, occlusions began to occur. No emergency treatment was required, except for the replacement of the given catheter. Pneumothorax was present bilaterally, but chest drainage was not required, and pneumothorax was "absorbed" spontaneously within 42 hours".